Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no button error alarm noted. There was no unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime, and the excessive no delivery tests. There was no moisture damage noted on the electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 270 mg/dl at the time of incident. The insulin pump will be returned for analysis.